Event description:
It was reported that during preparation for a rotational atherectomy procedure, the floppy rtw guidewire broke. The physician was performing a platforming the burr for 40 seconds when the guidewire broke. There was no pt contact. The procedure was completed with another floppy rtw guidewire.